Manufacturer narrative:
H3 and h6 ¿ updated. No product was returned. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Photos provided by reporter which show dried white residue on device. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion the patient felt fluid leaking onto their chest from the pump. The pump was shut off due to the leakage. Leakage was observed at the luer lock connection between the pump and tubing. The cassette had dried chemotherapy residue visible throughout, and leakage was also observed from the male and female adapter. The patient stated that, prior to departure, they believed the leakage started that morning; however, they have an abdominal wound that also leaks and stated they could not be certain that the pump had not been leaking prior to that time. There was no patient harm.